Event description:
A pt with diabetes on an insulin pump using a paradigm link glucose meter rec'd an incorrect blood sugar reading. The pt gave insulin via her medtronic insulin pump, repeated the blood sugar which again gave a falsely elevated reading. The pt gave more insulin resulting in severe hypoglycemia. A family member "saved" the pt from potentially fatal hypoglycemia.